Manufacturer narrative:
All buttons functioned properly. However, found slight corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display or missing segments/partial display noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window. No moisture damage was noted on the electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with blank and partial display. The customer states the buttons were also unresponsive. The customer's blood glucose level at the time of incident was 117mg/dl. The customer states if the buttons are not pressed for a period of time, the display will go blank. The customer states that when the buttons are pressed, they receive partial display. The customer was advised the pump would be replaced and returned for analysis.